Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace her ipg (reference MFR report: 1627487-2016- 03467) and during the procedure intra-operative diagnostics showed high impedance readings. Further surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated additional surgical intervention was undertaken on (B)(6) 2016 and the patient's lead was explanted and replaced. Postoperatively, the patient reported experiencing effective stimulation.